Manufacturer narrative:
The hillrom technician found the external buzzer cable assembly needed to be replaced. The external buzzer is the source of the brake not set alarm and local bed exit alarm. Per the hillrom service manual it is necessary for the compella® bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Pay particular attention to safety features, which include but are not limited to: brake not set alert. Be sure these alerts operate correctly. Replace or repair parts as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the external buzzer cable assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).